Event description:
The data and information contained herein is being submitted to the FDA to comply with the regulations (21 cfr part 803) pertaining to medical device reporting. This MDR is based on preliminary information received by karl storz, who has not conclusively determined the cause of the adverse event. This MDR is, therefore, not intended to and shall not constitute an admission that the reportable event occurred or that any karl storz products were causally related to the incident. Allegedly, the patient presented with a burn on his hand after a procedure. There was no malfunction of instrumentation reported.

Manufacturer narrative:
There was no malfunction of the autocon/esu reported during the procedure; the unit was used in other cases after this with no problems reported. The patient burn was noted after the procedure. We believe the patient became grounded in some manner resulting in burn. Evaluation ongoing.